Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently the insulin gauge was inaccurate. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (damaged touchscreen).